Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory only three terminal connectors were returned. The connectors were returned severed 7-8 cm from the terminal pin. The returned segments were confirmed to be electrically continuous. As a result, the clinical observations could not be confirmed on returned segments of lead.

Event description:
.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise and high out of range shock impedance measurements. As a fracture was suspected, but not visually confirmed. The rv lead was explanted and replaced. No adverse patient effects were reported.